Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00103 on 20-mar-2019. Additional information (27-mar-2019): the customer confirmed that quality controls (qcs) recovered within acceptable ranges on the day of the event; the customer also indicated that they inspected the probe, primed the instrument and verified consumables' integrity prior to the customer service engineer's arrival. A siemens specialist further investigated the issue and determined that there was no indication of a reagent or instrument malfunction. The siemens specialist determined that sample specific issues (including sample handling and sample integrity) potentially contributed to the discordant, falsely elevated concentrated calcium 2 (ca_2c) result. No other discordant results were obtained on the instrument and the customer considered this to be an isolated event. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated ca_2c result was obtained on a patient sample. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: performed preventative maintenance; replaced reagent wash pump (rwp1), dilution aspiration pump (dip), reagent dispensing pump 1 (rp1), seals, and dilution wash pump (dcp); performed prime 2 and wash 2; ran cv check, precision studies and quality controls, resulting acceptably. The cause of the discordant, falsely elevated ca_2c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated concentrated calcium_2 (ca_2c) result was obtained on a patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s), who questioned the result. On (B)(6) 2019, the sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2c result.